Event description:
It was reported that a patient enrolled in the (B)(4) study underwent a total right hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2011 due to femoral stem loosening. The modular head and femoral stem were removed and replaced with biomet modular head and stem and competitor acetabular liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number / manufacture date ¿ unknown.